Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a little more than 3 months post implant, the implantable cardioverter defibrillator (ICD) system was removed due to vegetation of valves and the rv coil of the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.